Event description:
It was reported that several high ventricular rate episodes were observed. Egms indicated occurences of crosstalk and sinus tachycardia. The ventricular blanking period was increased from 12 ms to 52 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.